Manufacturer narrative:
Additional information was received from affiliates on (B)(6) 2015 indicating that the generator stopped the ablation automatically when the temperature was increased to 50°c. Based on additional information this complaint is re-assessed to not MDR reportable since generator stopped delivering rf, the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However this complaint was run to MDR reportable and submitted to FDA on 11/24/2015, thus the MDR determination remains malfunction. A supplemental report will be submitted to FDA regarding device evaluation records.

Manufacturer narrative:
(B)(4) it was reported that stockert generator reached above set up value. The user directly stopped the ablation by pressing the ¿stop¿ button on the generator. Catheter was removed from the patient. The physician tried to flush the catheter but failed, holes on tip were blocked. The procedure was finished successfully by replacing catheter. No patient consequence was reported. Device was evaluated and no malfunction of device found. Per additional information received from affiliates, the generator stopped the ablation automatically when the temperature was increased to 50°c, this complaint is not MDR reportable since generator stopped delivering rf, the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. DHR was not able to performed as lot number was unknown. Complaint was not confirmed.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.conconmitant products were used during this study: thermocool smarttouch catheter. (B)(4). The device was not returned to bwi.

Event description:
It was reported that stockert generator reached above 50° c right after ablation start. The user directly stopped the ablation by pressing the "stop" button on the generator. Catheter was removed from the patient. The physician tried to flush the catheter but failed, holes on tip were blocked. The procedure was finished successfully by replacing catheter. No patient consequence was reported. This complaint is reportable because the generator failed to stop ablation when the tempreture exceed the cutoff and thus could potentially cause patient injury.